Event description:
It was initially reported that the patient had high impedance. Good diagnostics results were received two weeks prior. The patient's generator was disabled following observing the high impedance. Surgery is likely but has not occurred to date. X-rays were taken and were provided to the manufacturer for reviewed. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The connector pin may not be fully inserted in the generator as the pin cannot be visualized passed the connector block.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the patient diagnostics was within normal limit at the time of implant. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the patient had surgery. The lead pin was removed and reinserted corrected this high impedance. No product was replaced or product malfunction.